Event description:
Per reporting hospital, "we have had multiple 1.9f PICC lines that essentially "grow" in the days following placement. We have always experienced a bit of stretching once the catheter is placed. It tends to warm with the blood flow and stretch. We typically account for this in placement and obtain follow-up x-rays on the day after line placement. Recently this process has been exaggerated. Over the past week, we have had 2 infants experienced svt. After treating the svt, x-rays revealed that the lines were approximately 2-3cm deep that on initial placement. (Both episodes were in the hours following placement)."

Manufacturer narrative:
A sample was not returned for evaluation and no issues were noted in the device history records. Based on the risk management information, it is possible that the cause was due to a catheter securement issue or tip placement issue. If catheter is not secured properly, the catheter could migrate. The PICC material is unable to grow; however, sometimes the PICC may appear to have a lengthening/straightening appearance via x-ray once the IV fluids are infused through the PICC. Reviewed of complaint history found that this is one of the two reported incidents mentioned in the event description by this customer. No other related complaint was found. The IFU states the following as one of the general guidelines: PICC catheters shall have the distal tip dwelling in the lower one third of the superior vena cava to the junction of the superior vena cava and the right atrium. Lower extremity placement shall have the distal tip dwelling in the thoracic inferior vena cava above the level of the diaphragm. Warnings and cautions stated in IFU as follow: advancement of the catheter tip into the right atrium may cause cardiac arrythmia, myocardial erosion, or cardiac tamponade. In addition, IFU provided instructions on PICC placement and securement of catheter. Argon medical is unable to determine root cause since the sample has not been returned for evaluation.